Event description:
The gyrus acmi pks seal open forceps, curved jaw burned the labia of the patient. The connecting screw of the forceps had contact with the patient's labia and resulted in a burn in that spot. The forceps were hot to touch.